Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that 8.5 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant lost osseointegration in type IV bone. The clinician reported an infection, trauma, pain, implant mobility and bleeding in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.